Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced non-cardiac chest pain. The patient presented due to stable angina. The 90% stenosed and 8mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 3mm. The target lesion was treated with direct stent placement of a 3.0x12mm taxus liberte stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged the following day on aspirin and prasugrel. (B)(6) 2011, the patent presented with non-cardiac chest pain and was admitted the same day. No other patient complications were reported and the event was considered resolved without residual effects the following day.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).